Manufacturer narrative:
Lead was explanted on (B)(6) 2020. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular approximately 26 cm distal to the is-1 connector pin the outer conductor coil and the outer insulation were found fractured. These damages are assumed to be the root cause of the reported oversensing and loss of capture. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient has apparent noise on periodic iegms and experienced loss of capture during an echocardiogram, potentially due to noise. Pacing impedances have been slowly trending down. Noise is not evident nor reproducible in office. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.